Event description:
The reporter is a (B)(6), who was recently diagnosed with breast cancer (grade 3 dcsi) and had a lumpectomy. She found out about the cancer a month ago after having mammogram. The last time she had a mammogram was in 2002 because she has been doing her yearly breast screening imaging via thermogram. She is appealing to FDA not to acknowledge a thermogram as the best way for breast exam as it does not reveal pre cancerous tissue. Mammogram is far better than thermogram. Mammogram detects precancerous tissue faster than thermogram. FDA please do not approve this device as a screening mechanism for women.